Event description:
During a colonoscopy the physician used a captura hot disposable biopsy forceps to biopsy a polyp. The forceps retrieved a sample that was larger than what the physician desired. Bleeding of the biopsy site was observed endoscopically. The physician used the forceps to cauterize the biopsy site. The procedure was completed with this device. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to activate the electrosurgical unit and close the forceps around the tissue or polyp while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The size of tissue to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported occurrence. Prior to distribution, all captura hot disposable biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: no corrective action warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.